Manufacturer narrative:
The technician found that the casters were loose and the caster supports were broken. The casters would lock but continue to swivel. He replaced the caster supports to repair the bed.

Event description:
Information received indicates the brake is not holding.